Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was cycling in between occlusion downstream and giving a dose. The pressure membrane was also swollen. There was unknown patient involvement, no injury was reported.

Manufacturer narrative:
Received one device. Visual inspection found damaged(detach) downstream occlusion sensor (dso) seal. Functional test was performed found defective dso sensor. The dso sensor and seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.